Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted as an inpatient for medical treatment due to his low blood glucose of 30mg/dl. It was stated that the customer over delivered 14.0 units of insulin. Troubleshooting was performed, and the programming was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The mother stated that the device was not exposed to a high magnetic field. No further information was provided.